Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer verified the station and confirmed that there were no errors. Subsequently, the engineer reached out to the customer, who reported that the pharmacy technician had successfully resolved the issue. The system functioned as intended after the pharmacy technician troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed in bhs 2w, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.